Event description:
It was reported that upon interrogation of the pacemaker, it was discovered to be in safety mode. It was planned to replace the device. At this time, the pacemaker remains in service and no adverse patient effects were reported. It was additionally reported that the device was replaced. There is no indication that the device will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that upon interrogation of the pacemaker, it was discovered to be in safety mode. It was planned to replace the device. At this time, the pacemaker remains in service and no adverse patient effects were reported.